Event description:
Pt has systemic complaints of arthralgias (a.m. Stiffness), myalgias, dysesthesia, paresthesia, spasms, swelling, fatigue, sleep disturbances, frequent "uri's", fevers, hot flashes/chills/drenching sweats, headaches, dental problems, visual disturbance, memory loss, hair loss, oral sores, rashes, sensitive sun/cold, shortness of breath/chest pain, costochrondritis, hypertenstion, wight gain, genitourinary disturbance, easy brusing, magnetic resonance imaging showed positive bilateral rupture.